Event description:
Information received does not address the patient's clinical status but notes intermittent loss of ventricular sensing. Programming the sensitivity failed to correct the anomaly. When the pulse generator was removed from the pocket, old blood was noted beyond the sealing rings. The leads tested with stable impedance and excellent capture. Reinsertion of the lead into the connector showed fluid being pushed up around the sealing grommet of the setscrew.